Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title ¿impact of coronary artery disease on outcomes in patients undergoing percutaneous edge-to-edge repair".

Event description:
This is filed to report heart failure, recurrent mitral regurgitation and hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to heart failure, mitral regurgitation and hospitalization. Details are listed in the attached article, titled impact of coronary artery disease on outcomes in patients undergoing percutaneous edge-to-edge repair. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. Based on the available information, a definite cause for the reported heart failure and mitral regurgitation cannot be determined. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.